Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: "residual insulin remaining in the cartridge (unusable)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 250's-257 mg/dl. Reportedly, the pump supplies were changed to address the issue. Additionally, the customer filled cartridges with the residual insulin from previously used cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling.